Event description:
It was reported that during preparation, the guide wire pierced through the recanalization catheter, approx 1cm before exiting the distal tip. There was no pt involvement.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number fcwk10012. The device was returned. The investigation confirmed for material separation as the outer catheter was separated from the distal tip and the guidewire lumen was outside of the outer catheter. Based on the results of the sample eval, the reported piercing/puncture was not identified on the catheter. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event.